Event description:
The report indicated that approx two hours into the case, the device began to foam. The device was changed out. The clinician reported that the pt's death is not related to the device or change out of the device. The cause of death is listed as multiple system organ failure.